Event description:
Customer reported that the insulin pump returned a motor error alarm, a failed battery test, and a battery out limit. Customer also reported that the insulin pump's display was blank. Customer reported that the motor error alarm occurred during basal. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contacts. The functional tests could not be performed due to the blank display. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.